Manufacturer narrative:
Concomitant medical products: st jude ICD, implanted: unknown. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The distal conductor of the lead was extrinsically over-rotated. The initial reported event of apparent lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the patient 'experienced inappropriate and/ or excessive shocking, or failure to receive therapeutic shocks.' The lawsuit further alleged that due to the lead, the patient has 'sustained and will continue to sustain severe physical injuries and/ or death, severe emotional distress, mental anguish, economic losses and other damages'. It was further reported that there was high right ventricular (rv) lead impedance and a lead fracture was suspected. The rv lead was explanted and replaced. It was also reported that an insulation breach was observed on the left ventricular (lv) lead during the lead extraction. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.